Manufacturer narrative:
(B)(4) date sent: 2/23/2024 d4: batch # a9e67y an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number a9e67y, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the gun did not staple at all, did not close completely, they tried several times, both the nurse and the doctor, finally decided to open a new one. No patient consequences were reported.